Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. Vessel morphology at the time of the event stated as being a severely angulated aortic neck. It was reported 10 mos post stent graft implant the pt presented with a ruptured aneurysm. It was reported that the pt expired.

Manufacturer narrative:
Eval results: (explanted stent graft was not returned for eval), (ruptured aneurysm, death), (severely angulated aortic neck), conclusion: (explanted stent graft was not returned for eval), (severely angulated aortic neck).